Event description:
The patient had a 6.6 french broviac catheter put in. Eight days later the physician noted that patient seemed to be not tolerating the catheter well and returned the patient to the or. When the physician removed the catheter the physician observed small slits at the narrow end of the catheter.what was the original intended procedure?original procedure was placement of subclavian tube.device #1is this a laboratory device or laboratory test?no.